Event description:
Physician was attempting to inflate an nc sprinter balloon after pre-dilatation and stenting in a severely calcified lesion in lad with 75% stenosis and moderate tortuosity but the balloon burst under rbp. Balloon was removed and another balloon was used to complete the post dilatation.

Manufacturer narrative:
Results: root cause of the balloon burst is undetermined; no results available since no evaluation performed- device or procedural images not provided for review. Conclusion: unable to confirm complaint - device or procedural images not provided for review; root cause of the balloon burst is undetermined. (B)(4).